Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. Imdrf investigation findings: code c23 is not available in database to capture for usage problem identified. Batch record review: the batch 2d02099 was manufactured on 27/apr/2022, form fill and seal #1 manufacturing line, complaint investigator performed a batch record review on 30/dec/2022 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material 1715182 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: one photograph associated with this case was received. No return sample has been received for this complaint. Complaint data analysis: on 30/dec/2022, complaint investigator performed a search of complaints into database for lot number 2d02099. As a result, a total of 04 complaints were found and only 01 is related to the same malfunction code of this investigation. Therefore, no potential trend is observed. As per complaint manufacturing investigation procedure work instructions (wis), it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed, and no potential trend is identified. As per product harm and reportability index (phri) case has been escalated for misuse. The issue described by the complainant that had reacted to coloplast and hollister products in the past. Also, she had a history of ulcerative colitis, an open midline incision, and she reacts to dressings and tapes used in this area. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Common device name: protector, ostomy. The event is considered as misuse since the end user was using improper device for their medical condition and/or known risk factors since the end user had reacted to other products in the past. Also, she had a history of ulcerative colitis, an open midline incision, and she reacts to dressings and tapes used in this area. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
Consumer stated she recently had creation of a new ileostomy on (B)(6) 2022 after j-pouch (ileoanal anastomosis) takedown due to leakage of the j-pouch. In the hospital, another company¿s product was used, and she developed hives and swelling that required IV (intravenous) steroids. She was discharged with hydroxyzine and started using company¿s samples. With the first three samples, she did not have any reactions. She was sampled again and at that time, the hydroxyzine was being tapered and eventually was stopped completely. After a few days without hydroxyzine, she developed rash with hives with itching and swelling under mass and tape collar. Skin under the barrier (mass and tape collar) is now open and weeping. There was no leakage or product defect or malfunction. The hives extended beyond the pouching system area and over her abdomen and stopped just below the breast area. However, she stated she had edema above this area that extends into her chest and neck and arms and hands. She was seen at the wound clinic and diagnosed with an allergic reaction. She was prescribed a methylprednisolone dose pack, hydroxyzine 25 mg 3 x daily and diphenhydramine (benadryl) 50 mg at night. She also continued the crusting technique using the previously prescribed nystatin that was using for the prior reaction. She was not told to discontinue use of the product. She stated her wear time was the best with the company¿s product. She used another company¿s with her prior ostomy surgery in 2010 and reacted to that product. She currently has an open midline incision requiring dressing changes and a jp drain and she reacts to the adhesive products used in those areas as well. She believed it was a part of an autoimmune process and has a history of ulcerative colitis. She stated it was not the product necessarily, it was her body. She plans to follow up with her surgeon next day of reporting. The photographs were also received from the complainant depicting the issue.